Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 361 mg/dl at the time of incident and the current blood glucose level was 598mg/dl. The customer stated that the symptoms related to high blood glucose such as headache. Customer stated they trying to treat her high blood glucose when she noticed that there was leaks on her infusion set. Customer did not want to proceed with the troubleshoot since her infusion set treat the high blood glucose issue. The insulin pump will not be returned for analysis.